Manufacturer narrative:
(B)(4). Insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, cracked battery tube threads and slightly peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer stated he noticed that the o-ring was broken when he woke up in the morning. O-ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.